Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem as the power does not turn on due to a defective power switch unit. Additionally, the video connector socket has a defective locking mechanism, the video connector contacts have corrosion and battery consumption. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer visera pro video system center was returned to the olympus repair department for a reported ¿power button failure¿. The problem was found during an unspecified event. No death, injury or harm was reported. Upon inspection and testing, the power does not turn on due to a defective power switch unit. This report is being submitted to capture the device/power does not turn on.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to a poor converter. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.